Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient provided additional information indicating that they believe the issue was caused by allowing the charge to reach 30%, as it was new to them, and they didn't know that they needed to charge it sooner. The patient stated that they are now checking the charge more frequently to avoid longer charge times, and indicated that the current charge time is 30-40 minutes. The patient confirmed that the issue was resolved.

Event description:
It was reported that it is taking about an hour and 45 minutes to charge implanted neurostimulators which is a lot longer than it is supposed to be. Patient states they was told to charge once a week. Agent asked if patient is letting the battery get all the way down before recharging and patient states no, it is 30%. Patient states recharging last week as well and it took a long time. Agent reviewed recharging best practices. Patient mentioned seeing excellent connection on the recharger app. Patient states just getting the rc implant and is new to recharging. Recharger is working as intended.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.